Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill fractured during surgery. The tip of the drill remained in the patient and the remainder of the drill was discarded. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was confirmed by review of statement received by the surgeon. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. However, surgeon alleged that while drilling, he hit the screw and this caused the drill to break. It is stated in surgical technique that: "insert the 2.5 mm end of the 2.5/3.5 mm drill guide into the threaded hole and drill through both cortices with the 2.5 mm drill bit. The root cause of the reported issue is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.